Event description:
The biomedical engineer (bme) reported that the battery for the gz transmitter was dying without notification of a weak battery. The issue was discovered during setup.

Manufacturer narrative:
The biomedical engineer (bme) reported that the battery for the gz transmitter was dying without notification of a weak battery. The issue was discovered during setup. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the battery for the gz transmitter was dying without notification of a weak battery. The issue was discovered during setup. No patient harm was reported. Investigation summary: the complaint device was returned to nk for evaluation and exchange. The evaluation was able to replicate the reported issue when the screen was manually powered on after 25 hours of continuous operation with all 24 5-ghz channels active. This operating state exceeded the manufacturer's approximation of a 24-hour battery life using three channels. After changing the number of scanned ap channels to three, the unit was monitored for 72 hours without any errors or abnormalities. The cause of battery dying without notification is software related. The incident occurs when the battery is near the threshold for alarming, and there is a sudden voltage drop causing the device to run out of power before the low battery alarm is issued. There is battery burden associated with using numerous ap channels--the gz-120p, gz-130p, gz-140p. The installation guide notes that selecting more channels reduces battery life and causes more frequent communication loss. In addition, nihon kohden corporation (nkc) plans to change the threshold for the battery alarm. This software design change is tracked in nkc complaint (B)(4). Trending for similar issues and devices will continue to be monitored by nk. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/25/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 07/08/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 07/14/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the battery for the gz transmitter was dying without notification of a weak battery. The issue was discovered during setup.